Event description:
It was reported that difficult to puncture occurred.During a procedure, NRG Transseptal Needle was selected and advanced to the right atrium for transseptal access. The physician noted anatomical challenges that may have contributed to the difficulty with septal puncture. Multiple transseptal puncture attempts were required before successful crossing of the septum was achieved. Despite the reported difficulty, the procedure was successfully completed using the reported device. No patient complications were reported.